Manufacturer narrative:
Additional information was received indicating that the customer had used cartridges from another box and the occlusions had not reoccurred. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. A system check was performed and the infusion set site appeared to be the source of the occlusion; however, a cartridge from another box was to be used in an attempt to resolve the occlusion. The customer's blood glucose (bg) level was 375 mg/dl. The infusion set site was changed and a bolus was delivered to address the bg level.